Event description:
It was reported by a vns pt's mother that pt has had behavioral changes with screaming episodes and change in his seizures. Pt is non verbal and it is difficult to assess if pt is in pain. There was no trauma or manipulation to the generator per pt's mother. Also, pt suffered from severe vomiting about a week after generator replacement and was taken to emergency room. The pt's generator was set to 2.75ma during the surgery which was the setting prior to generator replacement. The neurologist lowered the settings on (B)(6) 2011 to 0.75ma. On (B)(6) 2011, the settings were lowered again per pt's mother but no programming settings were specified. The neurologist plans to increase the pt's settings every 2 weeks.